Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The company representative discovered that the head of the vacuum pump was corroded. The pump head was replaced and the iabp was put through the pneumatic performance test again and it passed. All functional and safety tests were conducted according to factory specifications. The iabp successfully passed, was returned to the customer and cleared for clinical use.

Event description:
It was reported that preventative maintenance (pm) was conducted by company representative on the intra-aortic balloon pump (iabp) and during the pneumatic performance test, the average vacuum was found to be out of range. As the test was repeated, the results got lower. Other test results were satisfactory with only the average vacuum having failed. No leaks were found in the circuit and no alarm occurred. No patient involvement. No adverse event reported.